Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9733622, serial/lot #: (B)(4), UDI#: (B)(4). The initial reporter was not known at the time of reporting. (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and they replaced the main screen. It was tested for 3 hours and work without any issue. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a procedure. It was reported that the surgeon monitor will sometimes boot up to only have a partial screen, all of the software is not present. Issue is intermittent. There was less than an hour delay in the case. No impact on patient outcome.

Manufacturer narrative:
The monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. When connected to a known good system the returned monitor displayed a good image with no anomalies. Was not able to replicate the reported failure. No problem found. If information is provided in the future, a supplemental report will be issued.